Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "capsular contracture baker grade iii". This record is for the right side. Device was explanted, replaced and it is unknown if the device will be returned.